Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient visited the hospital two weeks before surgery. The inspection found cracks in the pump connector and revealed saline leakage. The cylinder and pump have been replaced. The cause of tube cracking has not been confirmed by the hospital. After this operation the patient improved and was stable. The event resolved.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The cylinders and the momentary squeeze pump were returned for analysis. Visual and functional testing of the cylinders found no leaks or defects. Visual inspection of the pump found no leaks. There was no problem found with the cylinders. The tubing was noted to have been cut down to the pump block and was not returned. The pump failed the 8lb activation test (2) as it required more than 8lb. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump and was the probable cause of the reported issues. Due to the issues found with the pump, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient visited the hospital two weeks before surgery. The inspection found cracks in the pump connector and revealed saline leakage. The cylinder and pump have been replaced. The cause of tube cracking has not been confirmed by the hospital. After this operation the patient improved and was stable. The event resolved.